Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report from a (B)(6) customer that on (B)(6) 2017 no alarm occurred at the central monitor when a telemetry patient experienced an episode of ventricular tachycardia (vtach). No one was injured as a result of this event.

Manufacturer narrative:
The patient¿s historical and trend information were collected and sent to spacelabs healthcare, (B)(6) for investigation by a spacelabs lead software engineer. The findings show that there was no device malfunction. Due to their similarity to the normal sinus beats learned early in the monitoring session, not all beats in the complaint episode were classified as ventricular beats. As a result, the complaint episode did not satisfy the criteria for classification as a ventricular run. Hence, an alarm notification for the complaint episode was not initiated. The device performed to specification. This investigation is considered complete and this particular matter closed.